Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06019570 that an ar-9236-01pp univers vaultlock glenoid trial central peg broke off during insertion. The broken fragment was retrieved with pickups, and the case was completed without further issues. This was discovered during an anatomic total shoulder replacement procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-9236-01pp serial/batch number (B)(6) was received for investigation. No functional testing was performed; part is broken. Upon visual evaluation, it was noted that the middle/center pole was broken off. Nicks, marks, and cuts on the device were also observed. A crack in the center of the device was noted. The most likely cause for the reported failure is user error. Instruments must be handled with care. Overtightening or rough handling of the instrument may result in bending or breakage.